Event description:
During med port removal in the or, 10cm of the distal port broke off due to scar tissue. Catheter tip confirmed on x-ray. Patient transferred to cath lab under general anesthesia and distal catheter was removed. Patient sent to pacu in stable condition.